Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon detached when in the extra peritional cavity. Additional information has been requested, but not yet received.